Event description:
The complainant reported that after the impella cp was inserted and started on auto the cp was placed on p6. Good aortic (ao) waveform and lv waveform present on the automated impella controller (aic). While holding pressure on the femoral artery after removing the peel away sheath, the ao placement signal and lv waveform disappeared. Motor current remained pulsatile, flows within acceptable range, and pump was in a good position on fluoroscope. Placement signal monitoring was disabled.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump and data logs were not provided for investigation. According to the clinical details, the pump had a good placement signal at the start, but this signal disappeared while the sheath was being removed. The pump was in a good position, and the doctor decided to keep it in place. The placement signal values were derived from optical signal parameters in cp pump; therefore, the failure mode related to the placement signal issue has been changed to an optical signal issue. The cause of the optical signal issue was not determined since product was not returned and sufficient clinical information was not provided. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.